Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in an unspecified vessel. The 2.25 x 28 mm xience nano stent dislodged from the stent delivery catheter, when it would not cross the target lesion. The dislodged stent was able to be retrieved via medical intervention. The procedure was completed by using non-abbott products. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.